Event description:
A 20 mm diameter x 12 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a diseased section of their aorta in 2002. The pt has a history of severe peripheral vascular disease, hypertension, depression, bipolar disorder, seizure disorder, chronic obstructive pulmonary disease, bronchitis, postoperative anemia and dvt prophylaxis. It was reported that the stent graft placement was effective for approximately one year after which the pt's left iliac artery occluded. The pt refused aortobifemoral bypass graft at that time and underwent femoral to femoral bypass grafting. Pt did well for several months and then occluded their femoral to femoral bypass due to an occlusion of the right iliac system. The pt then presented to an orthopedist where a left below the knee amputation was performed. The pt's vasculature was evaluated and the femoral bypass was noted to be occluded. In 2004 the stent graft and the femoral-femoral bypass graft were explanted and a dacron graft was sewn in. No additional clinical sequelae were reported, and the pt tolerated the procedure well. The stent graft was discarded and will not be returned to medtronic.